Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope had breakage of circuit board, breakage of the electronic board and black image with scope communication error( b30). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following recommendations related to the failure mode: inspecting the endoscope image. Leak testing the endoscope itself. Based on the results of the investigation and the condition of the subject device, a definitive root cause for the reported event could not be determined. However, it is presumed that the distal end and video cable had leakage during user handling and water invaded the device ¿ causing the electrical issues. Olympus will continue to monitor the field performance of this device.